Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d4 h3, h4, h6: part: 352.040 lot: 9098206 manufacturing site: bettlach release to warehouse date: (B)(6) 2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the flexible reaming rod shaft was received at the us customer quality (cq). The device was covered in surface scratches. The coupling prongs at the distal end of the device were all twisted. One (1) of the prongs had been bent over and twisted around the other prongs. No other issues could be identified with the returned portions of the device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) flex. Well d7.0mm bohrtiefe bis 470mm stream unplug stream manufacturing record evaluation: the received device was manufactured at the bettlach site on september 08, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Conclusion: the complaint was confirmed for the flexible reaming rod shaft. The device was scratched all over its surface. The coupling prongs of the device were all twisted. One (1) prong was bent over and twisted around the other prongs. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected data: d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The damaged devices were discovered on an unknown date in (B)(6) 2019 while performing a routine check in the sterile processing department.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date at the sterile processing department (spd), the two reaming rod shafts/flexible shafts, and one (1) reaming rod adaptor/flexible shaft connector were discovered broken and not usable. There was no patient involvement. This report is for a 5.0 mm flexible shaft. This is report 1 of 3 for (B)(4).